Event description:
(B)(4) made cryolife aware of a patient with arnold chiari malformation, that was corrected with foramen magnum decompression and duraplasty. The procedure was carried out "a few months" ago. Bioglue was used to seal the sutures around the duraplasty and a hole that was leaking csf. The patient then became ill and in (B)(6) 2014 was diagnosed with chemical meningitis, a bacteria test was negative. The dura patch was removed and a lump of bioglue that had passed through the dura was removed.

Manufacturer narrative:
Mr. (B)(6) made cryolife aware of a patient with arnold chiari malformation that was corrected with foramen magnum decompression and duraplasty. The procedure was carried out "a few months" ago. Bioglue was used to seal the sutures around the duraplasty and a hole that was leaking cerebral spinal fluid (csf). The patient then became ill and in (B)(6) 2014 was diagnosed with chemical meningitis, a bacteria test was negative. The dura patch was removed and a lump of bioglue that had passed through the dura was removed. Mr. Roberts stated that the chemical meningitis was caused by bioglue intradurally. A response to the letter was received on 3/18/2015 from mr. (B)(6). The letter indicated that the lot number used was 13mgv154 and date of initial procedure was (B)(6) 2014. The letter also indicated the date of re-operation was (B)(6) 2014, not in (B)(6) 2014 as the complaint description originally indicated. The patient's symptoms were severe headaches, blurred vision and unsteadiness. Her (the patient) symptoms were "steroid responses." Her cfs showed a white cell count of 84 with 95% lymphocytes. The type of dural patch used was a b. Braun's neuro-patch (b/braun n-p). The suture and suturing technique was a 5-0 vascufil continuous and the bioglue mode of application was spot wielding. 1cc of bioglue was found intradurally. The patient was not previously exposed to bioglue and the patient is currently asymptomatic. The surgeon has not had previous experience using bioglue for this type of surgery, his experience is largely spinal. The bioglue manufacturing records listed above were reviewed. It was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met cryolife release specifications. The patient that is the subject of this report underwent foramen magnum decompression and duraplasty to correct arnold chiari malformation on (B)(6) 2014. Bioglue, along with a b/braun n-p dural patch, was used to repair the dural defect. 5-0 vascufil suture was used in a continuous fashion to sew the dural patch in place and bioglue applied in a "spot welding" fashion to seal the closure. Cryolife field assurance has confirmed that the patient underwent a reoperation on (B)(6) 2014 and was diagnosed with chemical meningitis. In addition to using bioglue to seal the suture line the surgeon indicates that he also used bioglue to seal a hole that was leaking csf; however, it is unclear if sutures were also used to repair this hole. The surgeon alleges that bioglue was found intradurally upon reoperation caused the chemical meningitis observed in the patient. Bioglue used to repair the hole leaking csf appears to be a likely route for bioglue to have crossed the dura. However, because it's unclear if sutures were also used to close the hole or if bioglue was used alone, the exact mechanism by which bioglue passed through the dura cannot be definitively determined. Use of bioglue alone to seal the hole leaking csf is not in accordance with the ce marked indication and guidance provided with the instructions for use. The ce marked indication is as follows: "bioglue surgical adhesive is indicated for use as an adjunct to standard methods of surgical repair (such as sutures, staples, electrocautery, and/or patches) to bond, seal, and/or reinforce soft tissue. Bioglue may alone be applied alone to seal and/or reinforce damaged parenchyma when other ligature or conventional procedure are ineffective or impractical. Indicated soft tissues are cardiac, vascular, pulmonary, genitourinary, dural, alimentary (esophageal, gastrointestinal, and colorectal), and other abdominal (pancreatic, splenic, hepatic and biliary). Additionally, bioglue is used in the fixation of surgical meshes in hernia repair." Additionally the IFU contains the following warning to prevent application of bioglue into unintended areas, such as intradurally: "do not use bioglue as a substitute for sutures or staples in tissue approximations." Based on the information available at the time of this report we are unable to definitively determine the root cause of the chemical meningitis observed in this patient or if bioglue, the patch material, and/or the suture contributed to the observed event. It is possible that the surgeon used bioglue alone rather than as an adjunct to sutures or staples, when sealing the hole from which csf was leaking, which could result in application of bioglue into unintended areas such as intradurally. Intradural bioglue could potentially cause an inflammatory reaction exhibited as chemical meningitis. Bioglue used to repair the hole leaking csf appears to be a likely route for bioglue to have crossed the dura. However, because it's unclear if sutures were also used to close the hole or if bioglue was used alone, the exact mechanism by which bioglue passed through the dura cannot be definitively determined. The presence of bioglue in the csf may result in the inflammation manifesting as chemical meningitis. The IFU contains the following warning to prevent application of bioglue into unintended areas, such as intradurally: "do not use bioglue as a substitute for sutures or staples in tissue approximations." The manufacturing records for the identified lots were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risk.

Event description:
Mr. (B)(6) made cryolife aware of a patient with arnold chiari malformation that was corrected with foramen magnum decompression and duraplasty. The procedure was carried out "a few months" ago. Bioglue was used to seal the sutures around the duraplasty and a hole that was leaking cerebral spinal fluid (csf). The patient then became ill and in (B)(6) 2014 was diagnosed with chemical meningitis, a bacteria test was negative. The dura patch was removed and a lump of bioglue that had passed through the dura was removed. Mr. (B)(6) stated that the chemical meningitis was caused by bioglue intradurally. A response to the letter was received on 3/18/2015 from mr. (B)(6). The letter indicated that the lot number used was 13mgv154 and date of initial procedure was (B)(6) 2014. The letter also indicated the date of re-operation was (B)(6) 2014, not in (B)(6) 2014 as the complaint description originally indicated. The patient's symptoms were severe headaches, blurred vision and unsteadiness. Her (the patient) symptoms were "steroid responses." Her cfs showed a white cell count of 84 with 95% lymphocytes. The type of dural patch used was a b. Braun's neuro-patch (b/braun n-p). The suture and suturing technique was a 5-0 vascufil continuous and the bioglue mode of application was spot wielding. 1cc of bioglue was found intradurally. The patient was not previously exposed to bioglue and the patient is currently asymptomatic. The surgeon has not had previous experience using bioglue for this type of surgery, his experience is largely spinal.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.